Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had board failure and the device was shutdown. The user had to unplug ribbon cable to boot the device to back up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pyxis bus module and drawer controller board was faulty. A field service engineer replaced drawer controller and pyxis bus module controller the issue was resolved., the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.